Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a keyboard which generated an error code. The ventilator was not on a patient at the time of the event. A service engineer (se) inspected the device and replaced the keyboard to address the issue. The unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
A keyboard printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection found no notable condition and no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.